Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the the bd safetyglide¿ needle safety mechanism failed. The following was received from the initial reporter "the safety device only came to about half the length of the needle¿.

Event description:
No additional information received. Mat#:305900, lot#2251205. It was reported by customer that the safety device only came to about half the length of the needle. Verbatim: rcc received the complaint via email. Email as attached. ¿provided a im short for a pt and used safetyglide needle 3232gx1 ½¿ ref 305900 lot 2251205. The safety device only came to about half the length of the needle.¿

Manufacturer narrative:
Pr 8792389 follow up. It was reported the safety device only came to about half the length of the needle. As a sample was not returned, a thorough sample evaluation could not be completed. A device history record was reviewed for provided material number 305900, lot 2251205. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2251205 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch, and there was no documentation of this defect during the entire production run of the batches. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed, a potential root cause could not be determined, and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.